Event description:
As reported, prior to use for a procedure involving placement of a custom-made device via access in the groin, a performer introducer¿s valve dislodged. Upon opening the sterile package, the user inserted the dilator into the sheath; however, the valve became damaged. Reportedly, "usual/normal" resistance was encountered during insertion of the dilator into the sheath. Photos provided by the customer show dislodgement of the silicone disc/valve. The procedure was completed by replacing the device. The device did not make patient contact. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
(B)(6). H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.